Event description:
It was reported that during a hindfoot arthrodesis nail (han) procedure, the surgeon reamed with a reamer/irrigator/aspirator (ria) 12mm reaming head. It was noticed on fluoroscopy that the reamer head broke and the cutting tip remained in the tibia shaft. The guide wire and reamer head were removed and the final reaming for the hindfoot arthrodesis nail (han) was accomplished with the synthes flexible reamers. The surgery was completed with no issue and only one minute surgical delay. All pieces were reported to have been retrieved. This is report 1 of 3 for (B)(4). This report will cover the drive shaft.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pro code: hrx; accessories, arthroscopic. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device (drive shaft, part 314.743). The subject device was received in assembled state with the 314.746 assembly. The tip of the subject device (314.743) was sheared off. The ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm (standard drill speed) be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. It is possible that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the shearing of the tip. The drawings for the subject device were reviewed and were determined to be suitable for the intended design and application. The product design did not contribute to this complaint condition. As the instrument did break, the complaint is confirmed. Specific details regarding the technique used/application which led to the device failure were not provided, however it is likely that excessive force was applied to the reamer. As the complaint condition is the result of method of use rather than a design deficiency, the device is determined to be suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Supplier manufactured the drive shaft, minimum 520mm length, for use with ria, p/n 314.743, lot numbers 5236556, 5260781, 5260782, and 5260783 (supplier lot # 14382-01). Lot 5236556 - (B)(4) parts were released to the warehouse on may 4, 2006. Lot 5260781 - (B)(4) parts were released to the warehouse on june 22, 2006. Lot 5260782 - (B)(4) part was released to the warehouse on june 22, 2006. Lot 5260783 - (B)(4) parts were released to the warehouse on june 20, 2006. All certificates of compliance (c of c) indicate the lots were manufactured and conformed to specifications, per the synthes drawing number 314.743, revision ¿f¿. All lots were inspected and conformed to the synthes incoming final inspection tabulated sheet, revision ¿f¿. There were no complaint-related issues, mrrs, or ncrs associated with these lots. The drive shaft was manufactured to the synthes tabulated drawing number 314.741, revision ¿f¿, released on january 10, 2006. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.